Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the post op leak occur after patient was discharged home or were they still admitted in hospital? The patient was post op day 3 still in hospital. What was the gender, bmi of patient? Male with bmi approximately 23. Is the ileostomy permanent or temporary? Temporary. What is the current patient status? Having surgery today (B)(6) 2019 to remove abscess on ileostomy. Otherwise doing well.

Event description:
It was reported that the procedure was a routine low anterior resection for cancer and was not complicated. It was unknown if patient undergone chemo or radiation therapy. Two firings of an echelon 45 were used for the proximal and distal transection. A hand purse string was used. The physician assistant did the firing of device. The gap setting was adjusted to lower middle b setting. They waited 15 seconds prior to firing but did not retighten after 15 seconds. Audible breaking of washer noted. Two full counter clockwise rotations used to remove, and device came out smoothly. The donuts and washer halves were inspected. A leak test was performed with water and with air trans-anal with no leaks. It was not recalled if any over-sewing was necessary. Three days post operative after the lar the patient became sick and was readmitted to the hospital. Patient was very sick so was scanned and a leak was identified. Went in and could not identify where the leak was coming from (i.e. Anterior, posterior, etc), bad sepsis. The patient was washed out and the surgeon performed a loop illeostomy. The patient was discharged from the hospital on the nineteenth of march.